Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported via the manufacturer's representative (rep) that after having the battery replaced for a newer model and battery depletion, no stimulation was present post-operatively. An impedance check was performed which showed impedances were above the limit. The issue was not currently resolved and it was unknown if surgical intervention was planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.